Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The picture shows the leakage between the red and blue connectors. Despite trying to fix it blood flowed out into the container. The container was connected to the suction source and it was activated we could see the orange float in the window.

Event description:
The picture shows the leakage between the red and blue connectors. Despite trying to fix it blood flowed out into the container. The container was connected to the suction source and it was activated we could see the orange float in the window.

Manufacturer narrative:
Qn#(B)(4). The device history record of batch number 74g2000474 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. One photo of catalog number s-1100-08lf (pe sahara dry suct/dry seal lf 6/cs) was received for analysis. It was observed the product label with the lot reported 74g2000474. Also, it was obserevd an ats connector p/n 152753 with stains of blood. No corrective action can be established at this moment since the product sample is not available for evaluation. Product sample is necessary to confirm the issue reported and perform a proper investigation to determinate the root cause and the corresponding corrective actions. Customer complaint cannot be confirmed based only on the visual inspection performed on the photo provided. The defective sample is necessary to performed a functional inspection and confirmed the issue reported.